Event description:
A zoll sales rep reported that the loaner autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR " message during training when utilizing a mannequin. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during the functional testing. The root cause of the reported system error was the failed processor board (pca), likely attributed to the aging of the device. The autopulse platform was manufactured in january 2013 and is over 10 years old, past its expected service life of 5 years. No physical damage was observed on the returned autopulse platform. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. To remedy the error message, the failed processor board was replaced. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).